Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, organ perforation, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6) due to mixed urinary incontinence, hematuria and dysuria (B)(6) hospital.

Event description:
It was reported by the patient the she had a sling procedure for urinary incontinence in 2004. In (B)(6), the patient was told that the sling had eroded through her urethra. The patient is scheduled to have a surgical procedure to remove the sling and repair the urethra. Additional information has been requested.